Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair using the fast-fix 360, the t2 implant could not be deployed. The t1 was left secure in the patient. The procedure was completed with a non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that part of the suture and t2 were returned detached from the device. The depth limiter button was not in the default position. The actuator tip was at the top of the deployment channel. A functional evaluation revealed that the deployment slider felt detached from the actuator tip. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force. No containment or corrective actions are recommended at this time.